Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9177040, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-27, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. (B)(6) has been used as a default. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra fine¿ pen needle had the, inner shield/outer cover/cap does not attach/detach, outer cover doesn't attach to remove needle from pen. The following information was provided by the initial reporter: "consumer reported finding in this box and others same item # cover will not remove the pen needle from novo and sanofi pens. Needs to remove every single one with his fingers. This then places air into the pen. Denied storing on pen. Denied reuse of pen needles. Claims the flow check needs to complete with more than 2 unit before dials up dose. Consumer reported the outer cover needs to have a color on it. This clear color get lost very easy."